Event description:
It was reported the customer had a blank display. The customer's father also stated there was black spots on the customer's screen. The customer's blood glucose was 300 mg/dl. Customer was treated with a bolus delivery. The customer's father also reported the dark spots on the screen made it difficult for the customer to read the screen. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No blank display was noted. However, the insulin pump had bleeding and cracked display glass. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corner, cracked battery tube threads and a cracked reservoir tube lip.